Manufacturer narrative:
(B)(4). The device was received for analysis and visual inspection and functional check was performed. Electrical inspection was unable to be completed due to the condition of the device. It was observed that the electrodes on the active and inactive side had become dislodged. One possible cause for this issue is excessive handling or twisting of the device. Investigation inv-(B)(4) was initiated as a result of this issue and subsequently the risk associated was decreased by implementation of electrodes with a larger barb width for increased retention.

Event description:
It was reported that after positioning the device correctly and introducing through the trocar, the electrode would not turn on even with correct pressure. The surgeon immediately checked the electrode and saw the unit was broken. It was reported that the device was checked prior to patient insertion, was not forced through the trocar and there were no indications of malfunction. The patient was off-pump and the procedure was prolonged approximately one hour. A second device was opened and used to complete the procedure.